Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker's battery was depleting faster than expected. Additionally, the patient was in intermittent atrial fibrillation (af), but there was high rate atrial sensing. The boston scientific technical services (ts) discussed that the power usage seems high. Engineering analysis revealed that the device appears to be operating normally, however, the combination of signal artifact monitoring and a usually high sensed atrial rate results in additional power consumption. The device remains in service. No adverse patient effects were reported.